Event description:
It was reported that the lens came out of the lens vial dry. There was no solution in the lens vial. There was no patient involved in the event. This issue occurred with two lenses. This report is for lens 1 of 2. Reference MDR #: 1313525-2015-00372 for lens 2 of 2.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.